Manufacturer narrative:
As reported, during an open umbilical hernia repair procedure, a ventralex st mesh which had a labeled expiration date of 28-feb-2024 was implanted on (B)(6) 2024 in the patient. There was no patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open umbilical hernia repair procedure, a ventralex st mesh which had a labeled expiration date of 28-feb-2024 was implanted on (B)(6) 2024 in the patient. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.

Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted into the patient. There was no adverse outcome associated with the patient reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. H11: this supplemental MDR was submitted to correct the manufacturing narrative. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open umbilical hernia repair procedure, a ventralex st mesh which had a labeled expiration date of 28-feb-2024 was implanted on (B)(6) 2024 in the patient. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.